Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 patient reported that 3 infusion sets fell off during use. The infusion set was in use for 24 hours. Blood glucose level at the time of event was noticed 150 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-16700 - device 2 of 3.